Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient's mother stated the dexcom was displaying a sensor error. During that time, the patient experienced a hypoglycemic event. Further event details were not provided. At the time of contact, the patient was in stable condition. Data investigation the reported allegation. The root cause could not be determined post investigation as the allegation was not found.